Event description:
The manufacturer received error log from a trilogy 202 device with no allegation of the device failure or reason on why the log(s) were sent to philips. Review of the device's error log observed error code cell under voltage in the device¿s event log for this device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.